Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 157, 118 mg/dl. Tests were done within 10 minutes with a difference any adverse events. No further info has been reported.